Manufacturer narrative:
This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. Should additional information become available, a follow up report will be submitted FDA registration number. Reporting site: 1049092. Third party manufacturing site: 3007648359.

Event description:
It was reported that a patient had an arterial wound on the right heel that worsened after starting avelle therapy. The patient reported an infection that required hospitalization with a PICC line and antibiotic therapy.